Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved plum 360 driver, and it was reported that there was burn marks from the power cord. There was no patient involvement, and no patient harm.